Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
Practitioner reported a patient who developed a corneal ulcer while using the contact lens. Practitioner is not the one who originally fit the patient with the contact lens, but feels the patient developed the ulcer due to a poor fitting measurement, base curve. The practitioner also indicates the patient is an adolescent who may be non-compliant to the care instruction given and may be sleeping in the contact lenses. The practitioner will be refitting the patient into a contact lens with a better ocular fit. The practitioner states due to hipaa they will not be providing further information regarding the corneal ulcer incident. This incident is being reported in an abundance of caution due to the diagnosis of corneal ulcer with unknown location, severity, and resolution.